Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The 7000-ps is the connex spot monitor 35 watt power supply. The customer reported that the a/c adapter got burnt and damaged . She did not see the fire or spark but possibility of fire due to which adapter got burnt. Device has no malfunction. There is no external damage or evidence the csm overheated. Csm device ac adapter was burned and damaged , the hrc technician had the customer test the device with an alternative power supply and cord and device functioned as designed, indicating the power cord or plug was the cause of the reported issue. All welch allyn electrical devices are designed and tested to meet all applicable safety and flammability regulations. Welch allyn's vital signs, cardio and monitoring electrical devices are not held by the user and therefore decrease the likelihood that the user would sustain a 1st or 2nd degree burn if the device were to become hot. If these burns were to occur, they would generally not be considered serious and would heal without further medical intervention. Information regarding the safety and warnings specific to each device is in the instruction for use (IFU). Additionally, if a device were to get hot to touch, spark, have burn marks or burned components a trained clinician would not use the device and remove it from the patient's environment. The customer has not returned the device, therefore no further investigation into the root cause of the reported issue could be performed. The customer received a new ac adapter and power cord. Should additional information be provided, a supplemental report will be filed. However, based on the information provided at this time no further action is required.

Event description:
The customer reported that the a/c adapter got burnt and damaged . She did not see the fire or spark but possibility of fire due to which adapter got burnt. Device has no malfunction. There is no external damage or evidence the csm overheated. Csm device ac adapter was burned and damaged , the hrc technician had the customer test the device with an alternative power supply and cord and device functioned as designed. This report was filed in our complaint handling system as complaint #(B)(4) for the transformer for which we're filing this emdr and #(B)(4) for the power cord which in itself was deemed not to be the origin of the possible fire or spark.

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of noninvasive blood pressure, pulse rate, noninvasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors and general hospital and alternate care environments. The 7000-ps is the connex spot monitor 35 watt power supply. No further information is available on the device at this time. The device is being returned to the hillrom manufacturer for a thorough investigation. Hillrom will submit a final report with investigation conclusion on this incident.

Event description:
The customer reported that the a/c adapter got burnt and damaged . She did not see the fire or spark but possibility of fire due to which adapter got burnt. Device has no malfunction. There is no external damage or evidence the csm overheated. Customer checked device with alternative power supply and cord and device functioned as designed. This report was filed in our complaint handling system as complaint #(B)(4) for the transformer for which we're filing this emdr and #(B)(4) for the power cord which in itself was deemed not to be the origin of the possible fire or spark.